Manufacturer narrative:
Report source: study: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was to reported boston scientific corporation that a previously implanted tria firm ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the (B)(6) clinical study. The tria ureteral stent was implanted on (B)(6) 2021 with no problems reported during placement. On (B)(6) 2022, it was reported that the patient presented in the ER with infection. On (B)(6) 2022, the tria ureteral stents was successfully removed from the patient in the operating room. No issues were reported with the device during removal. A tria firm ureteral stent was successfully placed retrograde on the left side under fluoroscopy. On (B)(6) 2022 the event was considered resolved.

Event description:
It was to reported boston scientific corporation that a previously implanted tria firm ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. The tria ureteral stent was implanted on (B)(6) 2021 with no problems reported during placement. On (B)(6) 2022, it was reported that the patient presented in the ER with infection. On (B)(6) 2022, the tria ureteral stents was successfully removed from the patient in the operating room. No issues were reported with the device during removal. A tria firm ureteral stent was successfully placed retrograde on the left side under fluoroscopy. On (B)(6) 2022 the event was considered resolved. Additional information received that there was also an infection in the left kidney.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: medical problem code e1906 is being used to capture the reportable issue of patient infection. Health impact code f23 captures the reportable unexpected medical intervention. Health impact code f2303 captures the reportable medication required health impact code f08 captures the reportable hospitalization. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h11: block b5 have been updated based on additional information received september 09, 2022.

Event description:
It was to reported boston scientific corporation that a previously implanted tria firm ureteral stent was removed from the left ureter, performed on (B)(6) 2022, as part of the (B)(6) double-j registry clinical study. The tria ureteral stent was implanted on (B)(6) 2021, with no problems reported during placement. On november 21, 2022, it was reported that the patient presented in the ER with infection. On november 22, 2022, the tria ureteral stents was successfully removed from the patient in the operating room. No issues were reported with the device during removal. A tria firm ureteral stent was successfully placed retrograde on the left side under fluoroscopy. On november 24, 2022, the event was considered resolved. Additional information received that there was also an infection in the left kidney. Additional information received on january 19, 2023, that the left kidney infection is no longer reportable as it is not related to the study device, index procedure or stent removal procedure.

Manufacturer narrative:
Block b3: study: u0652 double-j registry clinical study. Block h10: additional information: block b5 and h6 have been updated based on additional information received january 19, 2023. Correction: block h6 has been updated to code for e2403 no clinical signs, symptoms or conditions and impact code f26 no health consequences or impact deeming this a non-reportable scenario, due to the additional information received on january 19, 2023, stating the left kidney infection is no longer reportable as it is not related to the study device, index procedure or stent removal procedure.